Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device runs in safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device runs in safety (power broken). Therefore, the reported condition was confirmed. It was also noted that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position which is user error. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.